Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging the one touch ultralink meter had black marks on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.